Event description:
The primus stent was placed over an .035 wire distal to the stenosis. When physician attempted to pull back on the balloon realign the balloon/stent with the stenosis, the stent became detached from the balloon and floated downstream. The balloon was not inflated at any point but the stent came loose anyhow. The physician then choose a competitive bsc device and inflated with a nice result. He then used a goose neck snare to retrieve co's loose primus stent in the pt.